Manufacturer narrative:
H6: health effect- impact code: 4627 should be added for correction. Additional information: d9: return date: 20-feb-2023. Claim#(B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.7mm vticm5_13.7, -7.50/2.0/079 (sphere/cylinder/axis) implantable collamer lens flipped in patient's left eye (os). The lens was removed and the backup lens was implanted. If additional information is received a supplemental medwatch report will be submitted.